Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: thirty three open 32g x 4mm pen needle samples and four photos were returned from an unknown lot. No., cat. No. 320559.visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on eleven samples and a broken non patient end of cannula was observed on twenty samples. No issues were observed with the remaining two samples. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that 20 bd micro-fine¿+ pro pen needles had broken non-patient ends. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about bent needles npe. According to the report from the customer (pharmacy), the patient states that he/she cannot use the product because the needle npe is bent. The pharmacist mentions that this might be attributed to the patient's manipulative techniques." Via bd investigation: "visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on eleven samples and a broken non patient end of cannula was observed on twenty samples."